Event description:
It was reported that the patient allegedly experienced an unknown sensor issue resulting in the patient¿s death which occurred on (B)(6) 2024. It was reported to dexcom via legal correspondence that on (B)(6) 2024, the dexcom device allegedly ¿malfunctioned" resulting in the patient suffering "brain death and tragically died on (B)(6) 2024¿. The legal correspondence that ¿as a direct result of this device failure, critical diabetic ketoacidosis went undetected and untreated, resulting in her death¿. The legal correspondence further indicates that the patient¿s death certification and postmortem exam determined the patient allegedly died of diabetic ketoacidosis (dka). A copy of the death certification and postmortem exam was not provided to dexcom. There was no information provided regarding how the dexcom device malfunctioned. The patient was also wearing a tandem insulin pump. There were no treatment details provided for what occurred between the event date of (B)(6) 2024 to the patient¿s date of death on (B)(6) 2024. No product or cgm data was provided for investigation. Dexcom has contacted the insulin pump manufacturer requesting the cgm estimated glucose values and alert data. A supplemental investigation report will be submitted if additional data information is received by dexcom. At this time the allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - impact code - f03 brain death. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.